Event description:
Customer placed unit in preheat mode and left room. After 20-30 minutes the customer smelled smoke. The unit was found on fire, was unplugged, doused with water, and removed from the building. There was no damage to the building as a result of the fire. A copy of henley healthcare's internal failure analysis summary is attached.